Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 29 during the load sequence. There was no reported adverse impact. The call was disconnected before troubleshooting was completed. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.